Manufacturer narrative:
The initial medwatch report indicates: device manufacture date: 02/09/2006. The initial medwatch report should indicate: device manufacture date: 02/08/2006.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed on the analog pcb assembly that internal hybrid layer capacitor (hlc) battery, designator bt3 would only charge to 3.4 volts, and once the charge was removed it would not hold the charge. This caused the reported power issue. The customer was sent a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the low battery and attention icons. There was no patient use associated with this event.  Upon further evaluation of the device, physio-control observed that the device would not remain powered on.